Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a procedure where this device was implanted, the patient experienced recurrent hernia, chronic abdominal pain, breakage of mesh ring and intestine incarcerated in hole. After treatment, the patient experienced revision.

Manufacturer narrative:
Additional info: a3a, a4, b5, b7, d6a, d8, d10, e1 (facility name, street, city, region, postal code), g4 (510k #), h6 (updated all codes, added patient codes, device code and imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after a procedure where this device was implanted, the patient experienced pain, adhesions, obstruction, recurrent hernia, chronic abdominal pain, breakage of mesh ring, intestine incarcerated in hole. Post-operative patient treatment included medication, revision surgery, and hernia repair with new mesh.

Manufacturer narrative:
Additional info: a1, a4, b2, b5, b6, b7, g1, h6 (patient codes, ime e2402: labs abnormal for wbc; hematocrit), & additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a ventral hernia. It was reported that after a procedure where this device was implanted, the patient experienced pain, adhesions, obstruction, recurrent hernia, chronic abdominal pain, breakage of mesh ring, intestine incarcerated in hole, anemia, labs abnormal for wbc; hematocrit, & tenderness. Post-operative patient treatment included medication, revision surgery, hernia repair with new mesh, CT scan, hospitalization, & mesh revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.